Event description:
It was reported that during a non-tortuous, non- calcified, eccentric, de novo, mid, left anterior descending artery stenting procedure, after pre-dilation, a xience v was advanced without resistance and during the first inflation for the stent deployment, the balloon ruptured at 14 atmospheres. The xience v stent delivery system was removed without difficulty. The xience v stent was not fully apposed to the vessel wall and a nc trek was used to post-dilate the xience v stent to fully appose it to the vessel wall completing the procedure successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.